Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the rv seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Setscrew seal plugs are designed to permit setscrew wrench insertion while preventing body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug which can lead to accessory sensing pathways and potentially result in oversensing, as was observed in this case.

Event description:
Boston scientific received information that after pocket closure, this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited noise on the rv channel. The noise was oversensed, resulting in inappropriate anti-tachycardia pacing (atp). The atp induced ventricular fibrillation (vf) and a shock was delivered. Strips were sent to a technical services consultant, who determined the morphology of the noise was consistent with air bubbles escaping from the seal plug. The pocket was reopened and the lead was removed and reconnected to the device. However, when the patient was moved, more noise was observed. The physician elected to explant the device and lead and implant a new system. No additional adverse patient effects were reported.

Manufacturer narrative:
The explanted device and lead are expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
--

Event description:
--

Event description:
--